Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her new insulin pump was making a beeping noise about every three minutes. The customer's blood glucose level was unknown. The insulin pump passed the self-test. The customer found that their old insulin pump was the one beeping. The device will not be returned for analysis.